Manufacturer narrative:
D10 concomitant product: e1455-4; e1455-4 edge insulated blade elec 10cm; (lot number: 250270168r). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the device tip had arced and burned the patient. Burn was third degree and approximately 5cmx4mm located in the inframammary fold. The surgeon was able to cut the burn out. The only delay caused by the adverse event, was cutting the burn out of the skin and no other treatment done.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the tip of the electrode appears burned/blackened. The opposite end of the electrode appears to have insulation damage. The tip of the electrode has some arcing damaged. There is some minor melting to the insulation. Functional testing found that the tip of the electrode is damaged. Melting is observed. The insulation right below the tip of the electrode, has some partial melting, not too severe. It was reported that the device tip had arced. The reported issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that there was device related burn. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: tissue build-up (eschar) on the tip of an active electrode poses a fire hazard. Use the lowest power setting to achieve the desired effect. The electrode must fit completely and securely into the pencil. An incorrectly seated electrode may result in burns to the patient or surgical personnel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4(UDI), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the tip of the electrode appeared burned or blackened. The opposite end of the electrode appeared to have insulation damage. It was reported that arcing and sparking occurred, resulting in a device-related burn. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.